Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that at 8:45 am he had blood drawn for a lab test, with a result of 358 mg/dl. He had taken his oral medication and eaten breakfast about 45 minutes earlier. He reported that at approximately 10:00 am he cleaned his meter and did a bg test, which read 117 mg/dl. He stated that he did not have any symptoms. No control solution was available for testing. On april 29, the rptr stated that he had another meter to lab comparison test, with results of 370 mg/dl at the lab, and 260 mg/dl on his meter.